Event description:
It was reported that two bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin had a false positive at rli, and or gel on the side of the tube after medifuge. Three occurrences were reported but the date/time and or patient information is unknown.

Manufacturer narrative:
Bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for gel smearing with the incident lot was observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and testing and upon completion, no issues relating to erroneous results were observed as replicates of retain samples tested were acceptable in terms of both precision and accuracy. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retention samples, the customer¿s indicated failure mode for erroneous results with the incident lot was not observed as all samples met the required specifications. Additionally, the reported gel smearing issue was noted but marginal in degree and is generally considered a cosmetic issue with no effect on analytical outcomes. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two bd vacutainer® rapid serum tube (rst) blood collection tubes thrombin had a false positive at rli, and or gel on the side of the tube after medifuge. Three occurrences were reported, but the date/time and or patient information is unknown.